Event description:
Same case as mdrs 2134265-2012-01525, 2134265-2012-01526, and 2134265-2012-01527. It was reported that post a stenting treatment procedure, stent thrombosis occurred. The 90% stenosed lesion being treated was located in the moderately tortuous, uncalcified, right coronary artery and the 70% stenosed left anterior descending artery. The physician implanted a 3.00x12mm veriflex stent in the left anterior descending artery and a 3.00x12mm veriflex stent, a 3.50x16mm veriflex stent, and a 3.50x12mm veriflex stent in the right coronary artery. No patient complications were reported and the patient was sent to recovery. Approximately two hours after the stenting treatment procedure, the patient presented with chest pain and thrombosis was identified. The physician preformed a thrombectomy and completed the procedure by implanting a non-bsc stent in the distal right coronary artery. Patient was administered reopro. No further patient complications were reported and the patients' status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).